Event description:
The hospital staff was attempting to administer external pacing to a patient. The pacemaker reportedly failed to function (specific details were not available). The attending physician subsequently used the standard external paddles to administer a defibrillator shock to the patient. The physician placed the paddles on top of the disposable pacing/defibrillation/ECG electrodes and arcing was observed when the defibrillator was discharged. The disposable electrodes were removed and four additional shocks were administered. The patient was resuscitated. There were no adverse effects to the patient reported as a result of the alleged malfunction.